Event description:
The reporter contacted animas on (B)(6) 2014 alleging loss of prime issue. The reporter stated that the loss of prime occurred more than three times. The reporter stated that the patient was attached six times while attached for a total of 78.4 units following loss of prime alarms. The patient¿s blood glucose (bg) was at 42mg/dl. Emergency medical services (ems) was called and the patient was treated with glucose tablets and glucose gel. When ems left the patient¿s bg was 72mg/dl. This report is being made due to the bg excursion the patient experienced due to priming while attached due to loss of prime issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.